Event description:
It was reported that during a percutaneous coronary intervention procedure markerband visibility issues occurred. The physician deployed a 3.0x16mm liberte stent at 12atms for 45 seconds in the proximal circumflex (cx) and then an apex balloon catheter was advanced to the lesion; however, the physician was unable to visualize the balloon markerbands under fluoroscopy. The balloon was removed from the pt and the procedure was successfully completed with a maverick balloon which was inflated to 12atms for 45 seconds and 10atms for 12 seconds. The physician went on to treat the proximal left anterior descending artery (lad) by deploying an unspecified bare metal stent at 10atms for 50 seconds. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
(B)(4).